Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the photographs identified red particles and an opening in the shell. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis as it is not possible to determine the most likely failure mode. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Physician reported "event description: softening, implant becoming wrapped, shape disfiguration, rupture, pain, sensitivity " this relates to the right side. MRI and ultrasound performed. Device has been explanted.